Event description:
Pt went to outpatient lab, ldh was elevated, pt was seen in clinic and admitted to hospital for suspected pump thrombosis. Pt underwent pump exchange, which confirmed pump thrombosis. Thrombus felt to be related to anticoagulation changes that were made after the patient experienced a gi bleed requiring anticoagulation to be held for 7 days and aspirin was held after discharge.